Event description:
I am not sure when I got the new machine but ever since I have noticed increased eye and nose irritation and also around my mouth. My eyes are swelling and have become infected. I wake up in the morning with them swelled and very dry and matted. My nose has become stopped up almost constantly making me breath thru my mouth. The new machine is worse than the old one. I have never had a problem breaking out around my mouth either. But right where that mask sits is red itchy and irritated and I have to keep cortisone cream and right between my eyes where the air blows out. This is what is causing all the eyes, nose and mouth irritation and infection.